Event description:
Device did not function as expected. It was reported "dr. Went to implant liner into cup, would not seat. Cleared all soft tissue, cleaned out, impacted, would not seat. Cleared all soft tissue again, same problem. Finally, called for another insert because locking mechanism was compromised. Implanted another insert w/o any problem."

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (device did not function as expected) and product code lph.